Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product requested, not yet returned.

Event description:
It was reported that an instrument was discovered with a fractured handle. There was no patient involvement and no delay in procedure.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The review of manufacturing DHR shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that the impactor was broken on the half upper part and the inox pin is missing and shows several usual impaction marks on the top of the device. The main risk would be that a breakage occurs during surgery then leading to a delay in surgery, or that the breakage edges could lead to a surgeon¿s glove cut. Nevertheless, the reported issue could be easily identified through a visual inspection before use. According to the available data, the root cause of the reported issue could be related to handle material.